Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation; however, medical records are provided and reviewed. Therefore, the investigation is confirmed for detachment, filter tilt and perforation. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model dl900f vena cava filter allegedly experienced detachment, tilt and perforation. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The male patient is (B)(6) years old and weighs (B)(6) pounds.